Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4): device was disposed of. Method: no testing methods performed.

Event description:
It was reported that during a parodtidectomy, a vari-stim stimulator was not stimulating nerve, and/or working intermittently. The nurse said light was on, but the unit was not stimulating. Additionally, it was reported to not be delivering stimulation consistently. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.